Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral perforation of the fallopian tubes by the essure devices") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), menorrhagia ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menometrorrhagia ("endometrial biopsy revealed menometrorrhagia") and medical device discomfort ("endometrial biopsy revealed menometrorrhagia"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysfunctional uterine bleeding, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, menometrorrhagia, medical device discomfort and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, medical device discomfort, menometrorrhagia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff's periods were not nearly as heavy, and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: menometrorrhagia pathology test - on (B)(6) 2017: bilateral perforation of fallopian tubes by essure on or around (B)(6) 2017, pelvic ultrasound was ordered to evaluate her heavy periods. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral perforation of the fallopian tubes by the essure devices") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menometrorrhagia ("endometrial biopsy revealed menometrorrhagia") and medical device discomfort ("endometrial biopsy revealed menometrorrhagia"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, menometrorrhagia, medical device discomfort and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, medical device discomfort, menometrorrhagia, menorrhagia, migraine, uterine haemorrhage and vaginal discharge to be related to essure. The reporter commented: essure insertion procedure was under general anaesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: menometrorrhagia pathology test - on (B)(6) 2017: bilateral perforation of fallopian tubes by essure on or around (B)(6) 2017, pelvic ultrasound was ordered to evaluate her heavy periods. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint was received and it was reported that she underwent the essure procedure under general anesthesia; her symptoms completely resolved following her essure removal surgery. Event "abnormal uterine bleeding" was added. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilateral perforation of the fallopian tubes by the essure devices") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), the first episode of menometrorrhagia ("endometrial biopsy revealed menometrorrhagia") and the second episode of menometrorrhagia ("endometrial biopsy revealed menometrorrhagia"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysfunctional uterine bleeding, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, the last episode of menometrorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, menorrhagia, migraine, vaginal discharge, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: plaintiff¿s menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: menometrorrhagia pathology test - on (B)(6) 2017: bilateral perforation of fallopian tubes by essure. On or around (B)(6) 2017, pelvic ultrasound was ordered to evaluate her heavy periods. Most recent follow-up information incorporated above includes: on 25-oct-2018: the case (B)(4) (MFR# 2951250-2018-04363) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; event onset date for dysfunctional uterine bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral perforation of the fallopian tubes by the essure devices/perforation/bilateral perforation was noted in the path report from her removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines/worsening migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menometrorrhagia ("endometrial biopsy revealed menometrorrhagia"), post procedural discomfort ("endometrial biopsy revealed menometrorrhagia"), headache ("worsening headaches") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, menometrorrhagia, post procedural discomfort and abdominal pain had resolved and the headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, post procedural discomfort, uterine haemorrhage and vaginal discharge to be related to essure. The reporter commented: essure insertion procedure was under general anestesia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: results: menometrorrhagia. Pathology test - on (B)(6) 2017: results: bilateral perforation of fallopian tubes by essure. Diagnostic results: on or around (B)(6) 2017, pelvic ultrasound was ordered to evaluate her heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and indication added. Events worsening headaches and worsening abnormal bleeding were added. Events worsening pain was clubbed with pelvic pain, worsening migraines clubbed with migraines. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral perforation of the fallopian tubes by the essure devices/perforation/bilateral perforation was noted in the path report from her removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines/worsening migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menometrorrhagia ("endometrial biopsy revealed menometrorrhagia"), post procedural discomfort ("endometrial biopsy revealed menometrorrhagia"), headache ("worsening headaches") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, menometrorrhagia, post procedural discomfort and abdominal pain had resolved and the headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, post procedural discomfort, uterine haemorrhage and vaginal discharge to be related to essure. The reporter commented: essure insertion procedure was under general anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: results: menometrorrhagia. Pathology test - on (B)(6) 2017: results: bilateral perforation of fallopian tubes by essure. Diagnostic results: on or around (B)(6) 2017, pelvic ultrasound was ordered to evaluate her heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral perforation of the fallopian tubes by the essure devices/perforation/bilateral perforation was noted in the path report from her removal') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as heavy, and she had no problem with going about her daily life. On or around (B)(6), 2017, pelvic ultrasound was ordered to evaluate her heavy periods. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("right lower quadrant abdominal pain"), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/ sharp abdominal pain"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), genital discomfort ("irritation") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abnormal uterine bleeding ("abnormal uterine bleeding"), heavy menstrual bleeding ("menorrhagia, heavy menstrual flow with clots"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), migraine ("migraines/worsening migraines"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), menometrorrhagia ("endometrial biopsy revealed menometrorrhagia"), post procedural discomfort ("endometrial biopsy revealed menometrorrhagia"), headache ("worsening headaches") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with analgesics and surgery (a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abnormal uterine bleeding, dysfunctional uterine bleeding, heavy menstrual bleeding, dyspareunia, arthralgia, migraine, fatigue, abdominal pain lower, vaginal discharge, genital discomfort, dysuria, dysmenorrhoea, menometrorrhagia, post procedural discomfort and abdominal pain had resolved and the headache and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital discomfort, genital haemorrhage, headache, heavy menstrual bleeding, menometrorrhagia, migraine, post procedural discomfort, vaginal discharge and abnormal uterine bleeding to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion procedure was under general anestesia. Left side: 5 coils were visible outside the ostia. Right side: coils were visible outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: results: menometrorrhagia. Pathology test - on (B)(6) 2017: results: bilateral perforation of fallopian tubes by essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received: reporter information, consumers dob and rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.